Event description:
It was later reported that the patient received assistance from their manufacturer representative and their concerns were resolved. The patient had an appointment on (B)(6)2015.

Event description:
It was reported that the second implantable neurostimulator (ins) fit perfectly and there were no issues and no pain. The patient could not even feel the ins now, while with the first ins they felt the lump and it hurt. The health care provider (hcp) went over the same incision and it was very successful and the patient didn¿t even take any pain medications. On (B)(6) 2015 the screen door accidentally slammed the patient and hit their implant and since then the patient had bruising and it had been very painful. The patient did not move the ins, but they were afraid they damaged it. The patient called their hcp yesterday and they told the patient it was a deep bruise and it would go away and the bruise started going away. The patient hadn¿t really felt stimulation in 2 months and now since they hit their ins, they felt more stimulation. The patient asked the hcp to do x-rays and the hcp said the ins could not have been moved. The patient did not want to lower stimulation because they would lose bowel control. The patient wanted to know if the fact that the ins was deeper now could be the reason why the felt more stimulation. The patient was going to call their hcp and manufacturer representative. The patient had 3 bowel episodes 3 times within 1 to 1.5 weeks on (B)(6) 2014, (B)(6) 2015 and the patient notified their hcp about the symptoms yesterday. The hcp told the patient they might have a little bit of a stomach issue as the patient had irritable bowel syndrome (ibs) and that might have been the cause. The hcp advised the patient to play with the patient programmer and turn stimulation up. The patient was on program 2 at 0.80v and that was the setting the manufacturer representative had programmed them to. The patient could not stand the stimulation higher than 0.80v and after it was implanted on (B)(6) 2014, the patient decreased stimulation to 0.75v. The patient increased to 0.80v on (B)(6) 2014 because they had symptoms and 2 days later the patient was still going to the bathroom and they increased it to 0.85v and stimulation was too high and was hurting. The patient left it for 3 days and could not stand it and could not sleep and walk. The patient decreased it back to 0.80v on (B)(6) 2014 and was fine until their last 3 bowel episodes. The patient could not have bowel accidents and that was the purpose of the implant. The manufacturer representative thought 0.80v on program 2 was good for the patient, but they were concerned about bowel episodes. The first ins was set up at 0.90v on program 2 and the patient had no issues and once in a while they would lose their stool. The patient did not understand why the second ins was set up at 0.80v and they were told it was because they didn¿t want the patient to get shocked. The hcp told the patient they were 80 percent better, but the patient lost bowel with this more than before they had it. The patient¿s sphincter was cut many years ago and they understood they would never be at 100 percent. The patient felt stimulation in their leg, in the back of their left thigh, a little bit up where their knee was, and sometimes in their calf since the first day of the implant. The patient felt it if they crossed their legs sometimes, and it was annoying. The patient could deal with the way stimulation felt, they just couldn¿t go any higher. The patient never felt stimulation in the bicycle seat area and if they went lower than 0.80v they did not feel stimulation. The patient was told that the bowel ins was installed in s3 and the bladder ins was installed in s2. With the second ins the amplitude was programmed by increments of 5 instead of 1 like their first ins was and the patient wanted to know if it could be set at an increment of 1 instead of 5. The patient¿s hcp didn¿t know anything about programs and the patient was scared to change a program. The patient saw their manufacturer representative on the (B)(6) and mentioned they were stuffy and sick today. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report # 3004209178-2014-10223 for issues with the patient's first ins.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type programmer, patient. Product ID: 3093-33, lot# va0ev5r, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Device evaluation conclusion code no longer pertains to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient saw their healthcare professional (hcp) last (B)(6) and they told the patient they had 40% battery life left. The patient stated she still had some incontinence, so they increased it sometimes. The patient noted the incontinence began in (B)(6) 2018. The patient noted she turned stimulation up 2 weeks ago and the hcp told them to turn it up again after 2 weeks if it didn't help. The patient noted that when she felt stimulation, she felt it in the back of their thigh, not the bicycle seat area and it was painful, but luckily, they didn't feel that stimulation right now since they had increased it. The patient noted they had painful stimulation in their thigh since the beginning and the more they would turn it up the more uncomfortable it would get. The patient stated that when she saw the rep last (B)(6) 2017 as she said she had moved her from program 2 to program 1 and that seemed to be more comfortable and the after seeing the rep again and turning the stimulation 2 weeks ago, it actually (B)(6) and it wasn't uncomfortable when they did that. It was noted the uncomfortable stimulation had resolved. The patient noted when she saw the rep last (B)(6) she also saw the rep and they told the rep about it at the time because they didn't think it was working. The patient stated that loss of therapy started sometimes earlier than (B)(6) 2017, it was sometime in 2017. The patient synced with the programmer and it showed stimulation was on. The patient stated that when she saw the rep recently they changed her from program 2 to program 1 at 0.90 v and that was a lot better, but during the call the patient synchronized and was on program 1 at 0.95 v. The patient increased stimulation and reported she was feeling comfortable stimulation at 1.00 v. There were no further complications that have been reported as a result of this event.